Event description:
Ous MDR - it was reported that, about 1 year after the implantation, when the patient had ventricular fibrillation, the first shock was not effective. The 2nd shock was successful but, following it, low-amplitude signals were found on the ventricular channel (in the blanking period) that cannot be interpreted: artifact or cardiac signal. No deterioration of the patient's state of health was reported. This lead was returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually and electrically. The inspection of the lead did not find any deviations from the technical specifications that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.